Event description:
It was reported that on (B)(6) 2023, a tracheostomy tube was placed in the patient during an or procedure. On (B)(6) 2023, the bedside rrt noticed that the white adapter of the trach tube was loose and detaching from the trach tube (clear plastic trach tube slid off of trach adaptor). Multiple attempts were made to reattach the adapter but it would not stay in place. Because the patient required mechanical ventilation, the rrt had to stay at the bedside to hold the trach and adapter together until help arrived to change out the tube. The intensivist was promptly notified of the situation and arrangement were made to exchange the tube under visualization with a fiberoptic bronchoscope. The defective trach was removed over the bronch to ensure airway patency and integrity. Once this was established, a new tracheostomy tube from a different manufacturer was inserted without incident and placement was assessed and verified with bronchoscope. "No serious harm" reported.

Manufacturer narrative:
Lot number, expiration date and device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One used decontaminated device sample was received in a plastic bag without its original packaging. Under visual inspection it was noticed the white connector was detached from the tube. The complaint was confirmed. A root cause of this issue was unable to be identified. A device history record (DHR) review could not be performed as the lot number was unknown. Complaint history was checked, and no trend of confirmed customer complaints was identified. The issue will be monitored for threshold or escalation.

Manufacturer narrative:
Insufficient information was provided to be able to determine the full UDI.**UDI related data quality updates only**